Event description:
Laparoscopic b.s.o. Without complications. Same evening returned to hospital with nausea, vomiting and severe abdominal pain. Return to surgery revealed incarcerated abdominal wall hernia of trocar site, small bowel resection required.